Event description:
The customer reported touch screen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 21oct2019. The service technician confirmed the issue was resolve after recalibrating the touch screen, the device has returned to normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient or user harm reported.